Event description:
The customer reported occlusion pressure limit alarms during pcea bolus dose administration. Although no details are available the customer recalls an event in which the patient's epidural catheter was replaced due to such alarms. (B)(4).

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.